Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first sapien ultra valve and device system required to be removed from the body due to delivery system and valve unable to advance in esheath. Transfemoral cutdown required. A second esheath, delivery system and valve were successful on second attempt after some further peripheral intervention.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of patient's anatomy showed calcification and tortuosity along with undersized vessel region present in the access vessel. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. Additionally, without a work order provided, a DHR or lot history review could not be completed. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed without the returned device or procedural imagery. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''the first sapien ultra valve and device system required to be removed from the body due to delivery system and valve unable to advance in esheath''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. Calcification , tortuosity and undersized vessel region were observed in provided imagery. The mentioned factors can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Tortuosity can lead to non-coaxial alignment between the delivery system with crimped valve and sheath. In addition, undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As such, available information suggests that patient factors (tortuosity, calcification, and undersized access vessel) may have contributed to the reported event. A corrective/preventive action (CAPA) was previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath.